Event description:
In 2009, the lay-user/pt contacted lifescan (lfs) alleging that an unk onetouch within the onetouch ultra family brand has a display issue (meter's contrast made it difficult to read). On june 5, 2009, this medical surveillance specialist contacted the pt to clarify info obtained during the initial call. The pt tests his blood glucose 4 times per day and controls his diabetes with metformin, lantus, and humalog insulin. The humalog is taken based on a sliding scale per the lfs meter reading. The reported issue began approximately one month ago at 7-8 pm prior to contacting lfs. The pt does not recall what reading he obtained on the subject meter or how he may have interpreted the meter reading due to the display issue. The pt took an unspecified amount of humalog per the lfs meter readings approx 6pm and ate dinner accordingly. Around 9pm, the pt reportedly developed symptoms described as "seeing spots, tired, and getting jittery" and tested at "40 mg/dl" on the subject meter. The pt drank juice per the reported low reading obtained on the subject meter. The paramedics were called. Upon arrival at around 9pm, the pt tested at "30 mg/dl" on the paramedic's meter. The paramedic's provided the pt with a glucagon injection and d-50 IV glucose. The pt was transported to the hospital where his blood glucose reading was relatively still low upon arrival. The pt was kept under observation for a "couple of hours" and did not received any further medical treatment. The pt testing frequency and insulin regimen was not changed immediately prior to and after the hospital visit on the day of concern. The pt felt that due to the display issue he may have misinterpreted the lfs meter reading and reportedly took too much insulin on the day of concern. This complaint is being reported because, the pt claimed that he became hypoglycemic requiring treatment from an hcp after taking insulin based on a result he felt he may have misinterpreted. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.